Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60400 batch # 0032994202. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was evidence to suggest that the device was used in a manner inconsistent with the labeling. The additional device required (plug) for a leak was not required per instructions for use (IFU). Watchman flx? Pro IFU lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal. Risk review: a risk review was completed and confirmed that the event of implant did not seal was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that peri-device leak occurred. A left atrial appendage closure procedure was performed and a 40mm watchman flx pro closure device was implanted. Approximately four months later a 3mm leak was identified via transesophageal echocardiogram. The leak was covered using non-boston scientific coils and plugs. There were no patient complications.

Event description:
It was reported that peri-device leak occurred. A left atrial appendage closure procedure was performed and a 40mm watchman flx pro closure device was implanted. Approximately four months later a 3mm leak was identified via transesophageal echocardiogram. The leak was covered using non-boston scientific coils and plugs. There were no patient complications.